Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, an x-ray revealed left ventricular (lv) lead dislodgement. The lv lead was capped and replaced to resolve the event and the patient was in stable condition.